Event description:
It was reported company rep indicated that pt had an allergic reaction to a previous pump implant and had the system removed. The pt responded well to the therapy and they were looking to find a way to re-implant the pt. At the time of this report, no further details were reported. Add'l info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).